Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: e1- event site telephone, e3, h6 medical device problem code the iab was returned with the membrane completely unfolded. No blood was visible on the catheter. The guide wire was not returned for evaluation. A kink was found on the catheter tubing and inner lumen near the y-fitting approximately 75.9cm from iab tip. The technician attempted to insert a laboratory 0.025¿ guidewire through the inner lumen and resistance was felt at the kinked location. The condition of the iab as received indicated a kink on the catheter tubing and inner lumen. We are unable to determine when the kink may have occurred. A kink in the inner lumen can cause difficulty inserting the guide wire. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformance's were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6(investigation findings, investigation conclusion), h11. The iab was returned with the membrane completely unfolded. No blood was visible on the catheter. The guide wire was not returned for evaluation. A kink was found on the catheter tubing and inner lumen near the y-fitting approximately 75.9cm from iab tip. The technician attempted to insert a laboratory 0.025¿ guidewire through the inner lumen and resistance was felt at the kinked location. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed, and no leaks were detected. Additionally no damage was observed on the catheter. The condition of the iab as received indicated a kink on the catheter tubing and inner lumen. We are unable to determine when the kink may have occurred. A kink in the inner lumen can cause difficulty inserting the guide wire. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site name: (B)(6)). The device has not been returned to the manufacturer, so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record ID: (B)(4).

Event description:
It was reported that the balloon catheter intra-aortic balloon (iab) could not able to pass guide wire. There was no patient harm.